Event description:
The reporter stated that the patient reported pain at the site of the implant. X-rays were taken and it was noticed that the implant was broken. The patient had a surgical procedure to remove the implanted device. Integra has requested additional clinical information.

Manufacturer narrative:
The evaluation of the complaint sample has not been completed. An investigation has been initiated based upon the reported information.